Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was 5.6 mmol/l. Troubleshooting for the cosmetic damage was performed. Customer advised there was a long crack starting from the base of the battery compartment until the top part of the display screen. There was also a blank battery which would not lock into place in the battery compartment since the top part of it was already loose. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a cracked case on the back at the battery tube area. The pump was received with broken off battery tube threads. Unable to lock the battery cap in place due to physical damage to the battery tube threads. The pump was received with a missing display window cover. The pump was received with minor scratches on the lcd window, case and keypad overlay as well as a corroded battery tube.